Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The remote alarm cable connector needs to be replaced to address the issue. Additionally, during the evaluation the device's rear enclosure was found to be physically damaged. No components were replaced. The device was scrapped.